Event description:
Ruptured memory gel silicone breast implant by mentor. Smooth round high profile 700 ml. Reference number (B)(4). Sn number (B)(4), I have a history of breast cancer and my implants were inserted on (B)(6) 2015. The left breast implant is the one that ruptured. I wanted to be sure the FDA was aware of this so they can monitor any complications with this type of mentor memory gel silicone breast implant. I will be undergoing surgery in the near future. But in the meantime, I have experienced bii, breast implant illness. I've had elevated crp ((c-reactive protein) levels) levels and other symptoms of autoimmune issues. FDA safety report ID# (B)(4).